Event description:
The patient's weight was asked but was unknown. The patient's medical history was asked but would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n223451006, implanted: (B)(6) 2009, product type: catheter; product ID: 8578, lot#: hg0h3ju02, implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-sep-2011. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) and bupivacaine. Dose and concentration information was unknown. It was reported that, per the managing physician's protocol, a routine dye study was performed before replacing the patient's pump. During the dye study, cerebrospinal fluid (csf) was able to be aspirated from the catheter access port (cap), however when the interventional radiology (ir) doctor tried pushing contrast through, they felt resistance and was unable to push dye through the cap into the catheter. The managing pain physician was notified, who requested that the ir doctor get a CT of the lumbar and thoracic spine to rule out any granuloma that may have been causing the issue. At the time of this report, a computed tomography (CT) scan of the lumbar and thoracic spine had been ordered and results were pending. The patient had not been experiencing any kind of symptoms. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. A possible catheter revision was anticipated during the pump replacement, pending operating room time. At the time of this report, the surgical intervention had been planned. It was asked but unknown if the surgery had been scheduled. At the time of this report, the issue was not resolved and the patient status was "alive-no injury".